Manufacturer narrative:
The investigation conducted by the field service engineer determined that system error code 23013 was associated with a patient side manipulator (psm). The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The system alarm (system generated fault codes) functioned as designed and there was no injury to the patient. System error code 23013 appears when the da vinci s safety system determines the rate of change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), are out of specified tolerance for agreement. Upon determining these conditions, the system records the fault and transitions to a safe state. The psm was returned to intuitive surgical for failure analysis investigation. Engineering was able to replicate the reported failure mode during testing and determined that an axis potentiometer had malfunctioned, thus generating the system error code experienced by the customer. As of (B)(4), 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci s prostatectomy procedure, the surgical staff experienced system error code 23013. The patient was under anesthesia and the port incisions had been made when the surgeon decided to abort the planned procedure. No patient harm, adverse outcome or injury was reported.